Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass the shunt sensor leaked. The volume of blood loss is unk as well as whether the product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, an investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).